Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The analysis was performed by (B)(4): although device investigation of the confianza could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The warnings section of the instructions for use: states, if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience reports were received. Based on the obtained information, the investigation determined the difficulties to be related to circumstances of the procedure. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery. The tip of the confianza pro guide wire broke off inside the patient's leg. No attempts were made to retrieve the separated segment. The patient has been discharged. No additional information was provided.